Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend relate to irradiation dose lot or deice lot was noted. Labeling included cautions regarding pin site infection.

Event description:
On may 3, 2024, occupational therapist (ot) (B)(6) called (B)(4) to report that his patient extension gains had plateaued and asked if hbl had any suggestions for resolving the issue. The ot said that the patient had been wearing 5 to 8 heavy bands, or as many as the band post could handle, causing his finger to swell. Dr. (B)(6) ordered oral antibiotics as a precautionary measure. Ot noted that he sees no signs of infection and believes the swelling was caused by excessive torque. The occupational therapist noted that he will lessen the amount of bands and monitor the patient, who has been referred to a hand surgeon for additional assessment.